Manufacturer narrative:
Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, corroded electronic assembly and corroded motor assembly noted during visual inspection. Unit received with minor scratched lcd window, cracked case(battery tube), cracked case, cracked retainer and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had watermark on the bolus screen. Customer¿s current blood glucose was not given. Insulin pump will be return for analysis.